Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). (B)(6). Patient or user involvement: no, patient or user harm: no. Tech called in for help on 8120 unit serial # (B)(4). Tech called in for help on 8120 unit failing barrel clamp test after replacing the sensor sizer on unit, had tech to run barrel clamp calibration test on unit tech will run the single and call me back see if that will resolve the error. Ref: (B)(4).